Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator was unable to communicate with their radio frequency merlin transmitter. Multiple send and read errors were noted when attempting to set up the transmitter. A possible radio frequency anomaly was noted. No device intervention or patient symptoms were reported.